Event description:
Attempted to access patient's vein with 1.75in 22-gauge b/braun IV catheter, but while trying to advance catheter into vein catheter corrugated on itself. Resistance met while trying to advance, but positive blood return noted in chamber and 2nd blood confirmation to IV catheter while attempting to advance. Catheter removed intact but with obvious damage to catheter.